Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch basic meter does not power on. The complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the issue began on (B) (6) 2010 at approx 8am. The cca noted that the pt manages her diabetes with oral medication, however, it is not known what action, if any, the pt took regarding her diabetes management as a result of the alleged issue. Thirty minutes after the reported issue began, the pt reportedly complained of experiencing symptoms of hunger and sweating. However, the pt denied receiving any treatment as a result of the alleged issue. At the time of troubleshooting, the cca verified that the subject meter's batteries needed to be replaced, per owner's manual recommendation. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.